Manufacturer narrative:
The field service engineer evaluated the instrument and confirmed "10 cuvettes have failed water blank" error messages had been generated and cuvette overflow occurred. The field service engineer found the leak was caused by an obstructed cuvette wash/vacuum probe. The field service engineer replaced the cuvette wash/vacuum probe to correct the "10 cuvettes have failed water blank" error messages and the cuvette overflow. (B)(4).

Event description:
The customer reported the unicel dxc 800 synchron system generated "10 cuvettes have failed water blanks" error messages. Upon further troubleshooting by the field service engineer, a leak was found in the reaction cuvettes. The leak was contained within the instrument. It is unknown what personal protective equipment customer was wearing at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.